Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The evaluation confirmed that the pump alarmed for "check battery" and while operating on power supplied from a battery module only, the device is able to power on without user input, enter sleep mode and shutdown without user input. The cause was determined to be contact between the scanner bracket screw and the 2 traces of the backflex causing shorting. The submission of this complaint is due to the risk associated with an intermittent power up, enter sleep mode and power down without user input. At this time, the date of event is unk.

Event description:
It was reported that a pump alarmed "check battery.